Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number: ai070080.

Event description:
As reported to coloplast, though not verified, in (B)(6) 2010 the patient experienced urinary frequency, burning, low back pain, vaginal discharge, possible urinary tract infection (uti), and possible vaginitis. In (B)(6) 2013, the patient was experiencing itching, burning, and white cottage cheese discharge. In (B)(6) 2015 the patient was experiencing suprapubic pressure, dysuria, frequency, uti, stress urinary incontinence (sui), and yeast infection related to antibiotics administered for a uti. In (B)(6) 2015 the patient experienced intermittent bladder pressure since bladder sling, vaginal discomfort, and frequent urination. In (B)(6) 2017 the patient experienced urinary loss of control, increased urinary frequency, incomplete emptying, nocturia, abdominal pain, straining stream, and mixed incontinence (stress/urge). In (B)(6) 2017 the patient continued to experience mixed urinary incontinence, as well as recurrent uti, burning with urination, frequency, lower abdominal pressure, and urgency ¿x1 week.¿ urinary analysis showed positive for large blood, nitrate, and large leukocyte. Muscle aches and back pain were also noted. Urine culture revealed >100,000 cfu/ml klebsiella pneumoniae. Mixed incontinence continued in 2018 and 2019. In (B)(6) 2019, the patient experienced urge incontinence and recurrent uti. By (B)(6), the recurrent uti resolved. The patient experienced mixed incontinence, nocturia, and urgency in (B)(6) and (B)(6) 2018. In (B)(6) 2019, the patient was still experiencing mixed incontinence, and overactive bladder muscle dysfunction.